Event description:
During insertion of needles for an interstitial gyn implant for urethral cancer using hdr brachytherapy, the tips of two needles broke off (a few millimeters). The first needle was inserted through a template grid. The physician removed the needle because of positioning and discovered the tip had broken off. A second needle was inserted through the same grid point. Again, the physician did not like the positioning and removed the needle. The tip on the second needle broke off as well. The rest of the needles for the implant were inserted without problems and the treatment went according to plan.